Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found the mc (module chemistry), cc (cartridge chemistry), and both reagent probe wash collar vacuum valves were intermittently not functioning and leaking. The fse replaced the collar wash solenoid valves to resolve the issue. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported a leak from the sample probe and reagent probes on their unicel dxc 600i synchron access clinical system. The customer stated the leak was contained with fluid found on the reaction wheel cover and under the sample probe and reagent probe wells. The customer described the volume of the fluid as approximately 60 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.